Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sleeve fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that prior to use with 10 bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the sleeve falls off. The following information was provided by the initial reporter: black sleeve comes off the needle before use and lies separate from the needle in the drawer of the cabinet in the ward in the hospital.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 10 bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the sleeve falls off. The following information was provided by the initial reporter: black sleeve comes off the needle before use and lies separate from the needle in the drawer of the cabinet in the ward in the hospital.